Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discordant elevated troponin I results is user error. The account determined that an incorrect correlation intercept parameter was input during a calibration event which caused the increased values for patients and qc. The account corrected the input error, recalibrated and confirmed with qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A group of falsely elevated troponin I (ctni) qc and patient results were obtained on the dimension vista system. The patient results were reported to the physician. The patient samples were repeated after qc recoveries were detected out of range. Lower, negative results were obtained on the patient samples and corrected results were reported. It is unknown if patients were treated on the basis of the falsely elevated ctni results. There was no report of adverse health consequences as a result of the falsely elevated ctni results.